Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a medical or therapy problem. While stimulation was turned on, the patient recently experienced some breakthrough tremor. Battery measurement was taken and the status showed ok at 3.6v. Additional information received reported that the event was related to the implantable neurostimulator (ins). The patient experienced no stimulation. On (B) (6) 2009, it was noted that the device went into power-on-reset (por). A magnet was held over the device to get out of por. The device was reprogrammed. The ins was replaced. The patient outcome was reported as no injury. Reference MFR report #6000032-2010-00740.